Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual and photo inspection revealed minimal scuffing and gouging on the outer diameter of the reamer blade where it comes into contact with the guide. Functional testing revealed that the reamer blade was accepted by the applicable gages. The device was used for treatment. The surgical technique for preparation of the patella using the zimmer patella reamer indicates that proper use is to insert the reamer into the insetting guide and then "bring the reamer up to full speed and advance it slowly until the prominent high points are reamed off". The reporter indicated that proper technique was followed and the blade was inserted prior to the reamer being started. The reported condition cannot be confirmed. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively

Event description:
It was reported that the 32mm patella reamer blade got stuck in the patella reaming guide during surgery.